Manufacturer narrative:
The investigation identified a tear/cut in the port tubing near the port stem. The strain relief sheath over the location had a small cut/tear but the underlying port stem did not show needle gouges or punctures. The root cause of the tear/cut in the tubing was not identified. No new risks identified, the current risk for leaks is monitored, with a low rate of occurrence for the reported complaint category. No correction or corrective action required. The lot history record for the port lot was reviewed and no discrepancies or non-conformances recorded. Product was manufactured according to specification. Unable to determine root cause. A potential root cause was not determined.

Event description:
Loss of lap-band restriction, due to loss of fluid from port. How observed: patient reported feeling loss of restriction with lap-band device. Fluid level checked and was determined that a band leak had occurred. Surgeon replaced the port. Patency was assessed with port and it was determined that fluid was leaking from the port tubing junction on the port. No additional treatment.